Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging eye irritation, voice become raspy, cough. There was no report of permanent or serious patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged eye irritation, voice become raspy and cough. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. An unknown dust contaminant was observed on the front panel, rear panel, and bottom enclosure. A bluish-green unknown contaminant was observed on the rear panel. The p4 pca power connector had a corrosion on it, consistent with liquid ingress. Inv1023 addresses the issue of liquid ingress to the p4. The internal aspect of the device was inspected. An unknown dust contaminant was observed on the blower, blower seal, and blower box. Evidence of liquid ingress to the blower and blower box were observed. Evidence of sound abatement foam degradation/breakdown was not observed. Pil determined that the device was likely reset prior to pil receipt due to the machine having 1650.2 hours and 0 blower and therapy hours. There were no errors logged pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. Pil is unable to directly address the symptoms or complaints. Risk tags associated with this mode of failure include: infect01 and irrit02. The results of this investigation do not impact the calculated risks as outlined in ER-2219697 (v20). Section h6 updated in this report.